Event description:
The reporter stated the surgeon implanted an implantable collamer lens in the patient's left eye (os) in 2009. The lens was explanted the following month, due to excessive vaulting. Subsequently the patient had elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The patient's current bcva is 20/40 and the patient has non-reactive midriasis. The icl was damaged when explanted.